Manufacturer narrative:
The unit was received with blank display due to corroded electronic assemblies. The unit was also received with a corroded motor home switch. The following physical damage was noted: cracked casing at the display window corners, cracked casing near the battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she fell into the pool while wearing her insulin pump and the device became blank. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that the device went blank immediately after moisture exposure. A constant tone occurred as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.